Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an emergency shunt implant procedure for a patient with a medical history of brain tumor, the physician found the valve to be leaking. The valve was replaced and there was no injury to the patient.

Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux, siphon, pressure flow and pre-implantation testing. However, the valve did not meet the requirement for leak and reflux testing. The valve did not pass leak and reflux testing due to several tears on the casing of the delta chamber. Base misalignment was observed. It is unknown how or when this damage occurred. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity¿¿ debris was observed on the interior and exterior of the valve. The instructions for use cautions, ¿care must be taken to ensure that particulate contaminants are not introduced into shunt components during preimplantation testing or handling. Introduction of contaminants could result in improper performance of the shunt system.¿ all valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.